Manufacturer narrative:
Final analysis found that the device could not complete radio frequency interrogation due to a cracked capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated with rf telemetry. The device was explanted.